Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "surgeon elected to do a revision of a low profile baseplate which appeared loose radiographically as well as clinically. Upon entering the knee, the baseplate was loose and was removed. The tibia was resected and sized for a #6 universal baseplate. A baseplate was implanted and a 19mm #6, ps poly inserted as well. Patient had reportedly been doing heavy lifting for his job."